Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse found an excessive amount of residue on the gripper o-rings, due to the customer removing the adhesive labels off the tubes before placing them onto the versacell. Customer will monitor the tubes before placing them on the racks. The cause of the dropped tube is adhesive from tubes sticking to the versacell gripper. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A sample tube was dropped by a versacell sample management system prior to sampling by the analyser. The operator cleaned the spill wearing appropriate personal protective equipment and no injury or exposure was reported. There are no reports of patient intervention or adverse health consequences due to the dropped tube.